Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of a (child) customer who receiving a ¿sensor ended¿ error message on their adc device and as a result, was unable to obtain sensor readings. The customer experienced a loss consciousness the called administered glucagon injection for treatment. The customer then taken to a hospital where they were diagnosed with hypoglycemia but no additional treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.